Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a cracked blade. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. As a result, the harmonic insert failed the energy recognition test. There was little piece found missing. The complaint regarding a cracked blade was confirmed by failure analysis. The probable root cause is attributed to use conditions.